Event description:
A journal article was reviewed which contained information regarding this external pulse generator (epg). It was reported that shortly after the patient was transferred to the intensive care unit of the hospital and before the epg pacing mode was verified the patient developed polymorphic ventricular tachycardia. The patient was defibrillated resulting in conversion to a stable perfusing rhythm. It was noted immediately after the event that the epg atrial pacing output had been increased accidentally. This increase in atrial output resulted in an automatic change in pacing mode from vvi to ddd that possibly caused the device to undersense a ventricular depolarization during presumed atrial pace leading to an r on t pace and the initiation of ventricular tachycardia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: accidental, unintentional reprogramming of a temporary external pacemaker leading to r-on-t and cardiac arrest. J. Cardiothorac.vasc. Anesth. October 1 2013;27(5):944-948. (B)(4).